Event description:
It was reported that the patient went to the emergency room as the patient alarm sounded due to the rise in the right ventricular (rv) defibrillation and pace/sense impedances. It was also reported that the patient started not feeling well with flu-like symptoms at the same time as the rise in impedance occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.